Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during preparation of an rx vision stent delivery system, when the orange protective sheath was removed, the stent partially deployed in the protective sheath. A second rx vision stent was used to complete the procedure. There was no pt involvement. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Results: quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft and balloon in the tip. There was no contrast visible. The stent implant had dislodged from the balloon and was returned. The first four rows of the distal end of the stent implant were slightly flattened. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The distal tip was slightly torn. There was no other damage noted to the sds. The protective sheath and stylet were not returned. The stent implant outer diameters were measured and met manufacturing criteria. Quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion.